Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8f angio-seal evolution device was returned for product evaluation. The sheath and carrier tube assembly were returned along with the header bag. Upon visual analysis, the sheath shaft broke below the hub of the sheath. The carrier tube assembly was inserted through the sheath hub but not locked. The device sleeve was in the forward lock position and color bands are not exposed. There was yellow discoloration observed on the sheath pieces under the microscope. The complaint sample was subjected to fourier-transform infrared spectroscopy (ftir) and its infrared spectrum of absorption was found that the sample showed degradation indicative of photo-oxidation which occurs upon exposure to radiation like sunlight or other sources of uv light. A corrective and preventive action (CAPA) has been initiated to investigate this issue in the past and a notification was sent to CAPA owner. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Patient sex - no patient involvement. Ethnicity - requested, not provided. Implanted date: no patient involvement. Explanted date: no patient involvement. Initial reporter occupation: manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal 8fr evolution sheath shattered during deployment. Per the physician 2/3 of sheaths were left in artery in pieces. The patient was sent to surgery to remove pieces of the sheath. The patient condition was good. Procedure outcome was successful. Additional information was received on 26august2021: procedure performed for the patient prior to use of the closure device was a pvc ablation. The sheath size used was an 8fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram performed. Angio-seal sheath and arteriotomy locator were assembled as recommended without indication of an issue, devices was inserted, and it broke apart upon insertion which caused fragments to be left in artery and complicated removal of device. Patient was in stable condition. Hemostasis was achieved with a femstop to operating room for cutdown.